Event description:
On 9/20/1989 a hydroflex device was implanted. Sometime in 1991 the hydroflex device was removed from the pt due to "malfunction." Additional info received on 12/9/1998 indicates the entire device was removed from the pt due to a non-functioning device on 7/2/1992.